Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist noted that this appeared to be related to pi (B)(4) at the time, which was under investigation but appeared to be an issue with trying to exit certain patients. Patient (B)(6) was one of the affected patients and was the patient that caused the issue at the time of the report. After choosing this patient, the user timed out, which brought the user back to the home screen rather than fully exiting. Another transaction was attempted after this "false" exit, and upon hitting "issue items now," the issue button disappeared, and the app stayed on the profile screen without opening any drawers or progressing through the transaction. The issue was replicated on the pse machine, and it was found that fully exiting and re-logging into the cabinet allowed the transaction to be completed. However, if one of these false exits occurred, the user needed to fully log out. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux the drawer did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.